Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector was broken and further noted that the lower case, side bail covers as well as the ring cover were broken and the battery release was contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's ventricular connector was broken and that a test and calibration procedure was requested. The generator was returned for service. No patient complications have been reported as a result of this event.